Event description:
New information noted that patient experienced palpitation. Programming changes were made to the device as a resolution and patient condition was stable.

Manufacturer narrative:
Device was implanted in september 2017 (exact date not available).

Event description:
It was reported that patient's implantable cardiac defibrillator (ICD) exhibited an inappropriate backup reset. High voltage therapies were disabled as a result. No intervention was performed. Patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not received.